Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen and fentanyl at unknown concentrations and dosages via an implantable pump for spinal pain. On (B)(6) 2019, it was reported that the patient had their pump filled and about an hour later showed overdose symptoms. The patient reported to the ER. An ultrasound was performed of the pump pocket and, according to the emergency room staff, the results showed possibly 1/2 to 1 cc of fluid in the pocket. No environmental/external/patient factors that might have led or contributed to the issue were reported. The pump was reduced by 10%. The issue was considered resolved at the time of the report. No surgical intervention occurred or was planned. The patient's status was listed as "alive-no injury". No further complications were reported or anticipated.